Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient that made a mistake with touch contamination (coded as peritoneal dialysis complication) and peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). On an unreported date in 2011, the patient made a mistake with touch contamination. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment was not reported. The patient was recovering from the peritonitis. The outcome of the patient making a mistake with touch contamination was not reported. The action taken with dianeal therapies were not reported. The nurse believed the peritonitis was caused by the patient making a mistake with touch contamination and was not related to dianeal therapies. The nurse did not provide an opinion on causality for the event of patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd885293 and gd884452 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the peritonitis is use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.